Event description:
On (B)(6) 2012 customer reported that the access 2 instrument experienced one occurrence of a non-reproducible false positive accutni result. The erroneous result was not reported out of the laboratory and patient treatment was not impacted repeat result on the same instrument recovered within the normal reference range. Customer declined to provide event-specific accutni quality control (qc) data, and event-specific system check data. Field service engineer (fse) inspected the instrument and performed a system check and high sensitivity system check. Fse noted that the system checks showed all parameters passing within specifications. Fse performed testing to verify accutni precision and the precision of the accutni assay was verified as meeting published specifications. No hardware problems were found. The system was verified and performed to published performance specifications.